Event description:
Patient representative reported patient experienced ¿horrible itching,¿ ¿mental and physical pain ¿ loss of enjoyment of life,¿ ¿severe emotional distress, mental anguish,¿ the ¿implants were unreasonably dangerous and defective¿ and ¿proximately and directly caused [the patient¿s] bia-alcl.¿ patient representative also reported patient experienced ¿physical injuries¿ and ¿suffering, disability;¿ these events are not related to the device.

Manufacturer narrative:
The events of capsular contracture, seroma-late, lymphoma allc are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown, chronic seroma with pain, confirmed alcl lymphoma with markers cd30+ and alk- present. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported right-side capsular contracture, baker grade unknown, chronic seroma with pain, and confirmed alcl lymphoma with markers cd30+ and alk- present. Capsulectomy was performed. Device was explanted.